Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, but a specific value was labeled as "high." The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) without needing third-party assistance. The pump was identified for field correction and was still under warranty. As a corrective measure, technical support arranged for a replacement pump with updated software to be sent to the customer, who was advised on using and returning the pump.